Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and placed unit on a balloon and trainer. The fse advised the customer to let the unit run over the weekend. The fse returned to the event site and the iabp was still operating normally. The fse could not reproduce the reported issue. The fse did not observe any errors or alarms in the fault logs or history. The fse released the unit back to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a leak. It is unknown under which circumstances this event occurred, and no information has been provided regarding patient involvement. However, there was no adverse event reported.